Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the paramedics were called and treated her low blood glucose. The blood glucose reading was 19mg/dl. The customer declined to be hospitalized after her glucose level was brought to normal. The customer's most recent glucose reading was 126mg/dl. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. The customer stated that she does not use the bolus wizard, and she was not aware of active insulin. The customer stated that the boluses taken should be in pattern a, but she has in the standard pattern. The customer also stated that there is less insulin in the status screen than the insulin left in the reservoir. No further info was provided.